Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and stated that site had issues with one of the arms today. The customer had to reseat the instrument and adapter several times. Site completed case. No errors in logs during the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was not present during the procedure. The customer informed the csr that the arm moved non intuitively. The instrument was clamped on the tissue and was supposed to be static but the arm moved non intuitively. There was no injury/harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse did not replicate the issue. The customer said it only happened at time of that case and hasn't reoccurred. The system was tested and verified as ready for use.